Event description:
The complainant reported that the patient, an 18-year-old with a past medical history significant for dilated cardiomyopathy with an ejection fraction of 20%, and status post left nephrectomy following an all-terrain vehicle accident in 2024. The patient was scheduled for impella 5.5 placement via the axillary approach as a bridge-to-transplant (btt) strategy. The impella 5.5 was successfully replaced through the existing 8 mm hemashield graft. The previously implanted 5.5 device was removed, and the graft was flushed and injected with heparinized saline. Left ventricular access was re-established using a 0.035" guidewire and jr4 catheter, which was subsequently exchanged for the impella 0.018" guidewire. The new impella 5.5 device was advanced and deployed without complication under fluoroscopic and transesophageal echocardiographic (tee) guidance. Device flows were gradually increased to p-8, and fixation was performed using the recommended three-point fixation technique with a final left ventricular depth of 5.3 cm. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient underwent urgent pump exchange on support day 100 due to purge fluid blockage and high purge pressure alerts, with proactive intervention taken to avoid imminent pump flow interruption. Following continued support, the patient ultimately underwent a successful orthotopic heart transplant on (B)(6) 2025.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.